Event description:
It was reported that the device was explanted after an implant duration of approximately 62.8 months. Through follow-up with the surgeon's office, it was learned that the device was explanted, due to mitral regurgitation and mitral stenosis.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon's office (via fax), additional information and a copy of the operative report was received. A device history record review is in process.